Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse found the white blood cell (wbc) bath was not draining properly and overflowing. The fse replaced valves lv12 and lv18 to resolve the leak issue. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported the coulter ac·t diff 2 analyzer leaked approximately 2 ounces of clear fluid onto the table top while running samples. There were no error codes or flags generated. There was no exposure to mucous membranes or open wounds. The customer was wearing gloves but no lab coat or eye protection at the time of the incident. No erroneous results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.